Event description:
On 10/03/2022, the customer alleged to medela llc that she was having power issues with her freestyle flex breast pump. Additionally she alleged that she developed mastitis in one of her breast and was prescribed an antibiotic.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was washing parts according to IFU; verifying user was using dry parts when pumping; verifying user was not washing or drying tubing on pump and reset the battery and requested that battery be charged. A replacement device was sent to the customer and the return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. Based on the results of our internal investigation ((B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as (B)(4). In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.